Event description:
The customer reported that the device failed to discharge using internal paddles in testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). This customer reported that the device failed to discharge using internal paddles in testing. There was no patient involvement. The device and paddle set were evaluated locally by philips. The reported symptom could not be reproduced. The device passed all testing. No parts were replaced.